Manufacturer narrative:
Kci records indicate that v.a.c therapy was initially placed on the patient in the hospital in 2007. The patient was discharged the following day. Kci records indicate that the patient continued to receive v.a.c therapy while at home from 2007 until 2008. Additional information regarding the details surrounding this event could not be obtained from either the hospital or the home healthcare agency. Therefore, it could not be determined if the foreign material, alleged to have been v.a.c foam, was left in the wound while the patient was in the hospital or during the care, she received at home. The foreign material that was removed from the patient's wound was not returned to kci for confirmation that it was a foam used with v.a.c therapy. Kci is filing this report due to possible user error as it was reported that foreign material alleged to be a kci product may have been left in the patient's wound and had to be surgically removed. V.a.c labeling warns, "v.a.c foam dressings are not bio-absorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."

Event description:
Kci was first made aware on 11/18/2009, that a patient, who had received v.a.c. Therapy from 2007 to 2008 for an abdominal surgical wound, allegedly required the wound to be reopened in order to remove a piece of foreign material that had been inadvertently left inside (date requested but not provided). The foreign material was alleged to have been a piece of v.a.c. Foam. The size and color of the foreign material was requested but has not been provided. Kci has also requested additional information regarding the details surrounding the alleged event, including the patient's status, however, this has not been provided. Foreign material resulting from surgical procedures performed prior to v.a.c. Application and use could not be ruled out.